Event description:
I filed a complaint with the FDA regarding boston scientific defibrillator pacemaker was defective and had pools of blood in the battery component due to "loose screws". The FDA did not respond to me and has not had any recalls, however, I did find out the FDA has provided some kind of protection for boston scientific against anyone suing them for this type of damages, to boot, the university of (B)(6) is not reporting defective devices, did not report this one. Boston scientific sent university of (B)(6) hospital and clinics a check for (B)(6). Upon calling the (B)(6) to have that returned to me, they stated I had to sue the hospital for that money boston just gave away to the university of (B)(6) giving me nothing for my damage and telling me the FDA has provided them protection, against lawsuits. While trying to get this (B)(6) for university of (B)(6), they were informing me that the FDA has also allowed for boston scientific to be protected against bad devices for batteries and the university of (B)(6) hospital and clinics are also getting thousands of dollars from boston scientific for reimbursement, nothing going to the pts for their pain and suffering. So please tell me why has FDA given this company protection and none for the consumer. I want the FDA to obtain that (B)(6) from the university of (B)(6) or boston scientific and return it to me as the FDA has and did nothing in regards to the complaint I filed. I believe that pts including myself are being "scammed" into getting these defective devices and then the university of (B)(6) is being paid by the insurance, being paid by me and then get free money from boston for every defect. Now how in the hell is this ok and how is government agency that is suppose to protect us, not helping consumers get damages, but is helping to protect the defective product company and helping the university of (B)(6) collect thousands of dollars for themselves. I got recharged all over again for the replacement surgery, I also had a defective zoll life vest as well, so please explain what you are doing again for the consumer. Ref (B)(4). FDA safety report ID# (B)(4).